Manufacturer narrative:
(B)(4). Medical records were provided and reviewed. Review of the available records identified the following : the patient underwent a revision procedure due to periprosthetic fracture. Per office notes, patient had mild pain post operatively. Two weeks prior, the patient stumbled over his cane. Increased pain. Difficulty ambulating. Bruising along the thigh. X-rays showed fracture of medial femur and lesser trochanter. During the revision procedure, there was periprosthetic fracture of the left femur and the stem was loose. There was a large resolving hematoma consistent with a two-week-old fracture. All was evacuated. The head and stem were replaced with new zimmer biomet products, and the fracture was mobilized using cables. No other findings/complications related to the reported event were noted. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left tha. Subsequently, the patient was revised approximately 1 month later due to periprosthetic fracture. No further event information available at the time of this report.